Event description:
Major pump unit(s) involved: external control system failure;broken controller clip.specific component(s) involved: external controller malfunction.broken battery clip.other component: broken pbu cable;causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller.replacement of pbu cable;type: lvad.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction.